Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany, it was reported that the patient experienced redness, warmth, swelling, and lumps on half of her stomach, while the other half remained usable for infusion. She applied arnica ointment to the affected area. The patient's dose was specified as krn: 0.16 ml/h, kr: 0.30 ml/h, krh: 0.34 ml/h, and ed: 0.2 ml. A doctor at the center examined the stomach but took no action, prompting the therapy specialist to recommend seeking a second opinion. No further information available.